Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 700 mg/dl. Troubleshooting was not possible as the customer no longer had the insulin pump. The customer stated that his cannulas were bent when the sets were removed, but the insulin pump never alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.